Manufacturer narrative:
Sc-2316-50e(sn:(B)(4)) .device evaluation indicated that the complaint was confirmed. The infinion lead was frayed at 12 cm from the tip of the distal end, and cables were exposed. Five contacts from the distal end were not returned. Continuity check on the remaining contacts found to be not damaged except the e6. Sterilization record were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported possible infection. Since the damage occurred while trying to advance in epidural space, the device damage is considered to be procedure related.

Event description:
A report was received that during the patients trial procedure, the lead was fractured while trying to advance it and the procedure was aborted. When the lead was pulled back, five contacts were left in the patients subcutaneous tissue. The patient was prescribed antibiotics as prophylaxis and is continuing the treatment for now. No further course of action will be taken.

Event description:
A report was received that during the patients trial procedure, the lead was fractured while trying to advance it and the procedure was aborted. When the lead was pulled back, five contacts were left in the patients subcutaneous tissue. The patient was prescribed antibiotics as prophylaxis and is continuing the treatment for now. No further course of action will be taken.